Event description:
It was reported to medtronic minimed that the customer noticed an unacceptable discrepancy between the sensor glucose and the blood glucose values, and the insulin delivery was not suspended due to sensor glucose verses blood glucose difference. The customer received a change sensor alert and a calibration not accepted alert. The customer reported a blood glucose value of 484 mg/dl. The customer reported hyperglycemia along with the symptom of sweating was treated in the hospital. The event involved product(s) mmt-7040c1. Troubleshooting was performed for the sensor glucose vs blood glucose, and explained to the customer sensor may no longer be responding to glucose changes, and explained possible causes. The sensor glucose reading was 158 mg/dl, and blood glucose was 484 mg/dl, and the difference between sensor glucose vs. Blood glucose was more than 30%. Troubleshooting was performed for the change sensor and the customer was unable to run a transmitter test passed. The customer was advised to try another sensor. Troubleshooting was performed for the high blood glucose event and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. Product return for mmt-7040c1 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.